Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.

Event description:
Patient implanted with 4.5 lcp proximal femur plate had device removed due to non-union. Surgeon implanted patient with a new 16 hole proximal femur hook plate.